Event description:
Revision of a left total knee. The revision today was performed secondary to pain and stiffness. In surgery it was discovered that the femur was not ingrown. The femur and insert were removed. It was decided to convert to a ps femur to allow for a better range of motion. The use of mako in the primary surgery was not thought to have contributed to this early failure. No further information available from the doctor or hospital.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain and stiffness. The exact cause of the event could not be determined because insufficient information was provided. In surgery it was discovered that the femur was not ingrown. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.